Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the balloons burst. The balloon is pierced and cannot be inflated and therefore the device cannot be used. Use of another trocar from same reference and same lot. No impact on the staff or the patient".

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the balloons burst. The balloon is pierced and cannot be inflated and therefore the device cannot be used. Use of another trocar from same reference and same lot. No impact on the staff or the patient".

Manufacturer narrative:
(B)(4). The customer returned one-unit of 410944s weckvista access balloon port 10mmx53 mm for investigation. The returned sample was examined without magnification. Visual examination of the returned sample revealed that the balloon was partially detached from the cannula at the proximal end. The observed damage indicates that the balloon was over-inflated. Evidence of use in the form of biological material was present on the device. Per DHR the product weckvista access balloon port 10mmx53 mm lot # 73d2300596 was manufactured on 04/18/2023 a total of (B)(4) pieces. Lot was released on 05/04/2023. DHR investigation did not show issues related to complaint. The reported complaint of "burst - balloon" was confirmed based upon the sample received. The device was returned with the balloon partially separated from the cannula at the proximal end. This damage is consistent with damage found when the balloon has been over-inflated. All balloon ports are 100% inspected for inflation during the inspection process. Based upon the damage observed, unintenti onal user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the balloons burst. The balloon is pierced and cannot be inflated and therefore the device cannot be used. Use of another trocar from same reference and same lot. No impact on the staff or the patient".